Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, customer reported that glum reagent was leaking after replacing the sensor, and the dxc 600 pro generated glum temperature errors. Customer found 2 quad rings and sensor that were not installed properly. Customer technical specialist assisted the customer with the proper installation, but this did not resolve the issue. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and ensured that the electrode was tight. Fse primed cup 20 times, and calibrated without error. Customer ran quality control and resumed operation. No further issues were reported.